Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated the pt's blood glucose and ketones were high. He was brought to the hospital, where upon admit his blood glucose was >500 mg/dl. He was treated with IV fluids, and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.